Event description:
Xray verified the ti occipital plate/rod as broken. The pt was three months status post a c5 posterior instrumented fusion with plate/rods and lateral mass screws at c3, c4, c5. The hardware was removed and replaced at which time the surgeon noted the start of bone growth and fusion.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.